Manufacturer narrative:
The reason for reoperation was gel bleed. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported "silicone perspiration through the membrane. Volume 180 cc". This record relates to the left side. The device has been removed.